Event description:
It was reported that noise was observed on the right ventricular lead. The cause of the noise was not known. The noise did not result in any adverse consequences or oversensing. The rv lead was being monitored. The patient was stable.